Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a malfunction of the "moisture seal broken." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a malfunction of the "moisture seal broken" was not confirmed as the pump was never returned to baxter for evaluation. A device history review was performed finding one exception during manufacturing; however, a printed circuit board was replaced, re-tested and found to be performing as designed before release. A service history review revealed no previous service events were related to the reported condition.